Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cartridge error-when locking on cartridge will not recognize. Asks to reseat the cartridge and error wont clear. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a cassette not attached properly alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion (dso) sensor, dso seal, and dso bezel were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.